Event description:
It was reported that the bd gravity administration set was occluded. The following was received by the initial reporter: blocked, when syringe is connected he could not inject the drug. Many units failed in this batch. Needle-free valve not working most are blocked, when syringe is connected dr cannot inject drug valve opens after multiple attempts, makes a click sound then suddenly works.

Manufacturer narrative:
H6: investigation summary a 42493e-0006 product was not available for investigation; however, the customer indicated the complaint sample was from lot 22099031. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite of the infusion set. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22099031 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd gravity administration set was occluded. The following was received by the initial reporter: blocked, when syringe is connected he could not inject the drug. Many units failed in this batch. Needle-free valve not working. Most are blocked, when syringe is connected dr cannot inject drug. Valve opens after multiple attempts, makes a click sound then suddenly works.